Event description:
It was reported by service report that the pedals on the stretcher are not working to engage the brakes. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation result: groove pin, brake adjuster.